Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Successfully downloaded comlink3 file using thus. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Found pump error 35 in the pump history file on 08/08/2024 15:14:00.000 and on 08/08/2024 15:24:00.000. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. The test p-cap and reservoir locked properly into reservoir compartment. The pump was received with broken battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 and pump damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Trouble shooting was performed and explained that the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue the usage of the pump and will be returned.